Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 595 mg/dl. Based on customer report customer did allege pump was under delivering. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with bolus and insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. The device will not be returned for analysis.